Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the clicking noise and the main lamp not igniting could not be identified. However, it¿s likely the cause is related to a faulty thermal switch, main board, lamp housing, xenon lamp, ignitor, or power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac confirmed that the lamp hours was currently at 500hrs and instructed the customer to replace the main and reset the lamp counter. Tac provided a part number for the maj-1817. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source makes a clicking noise, and the main lamp fails to ignite. In addition, the molding around the scope socket is cracked. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.